Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic the camera cable unit (ccu) plug of the video cable section was damaged and the fiber bonding in the outer tube area (distal end) was also damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable events were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.